Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This report is (B)(4) of (B)(4) being submitted for this complaint. Reference mfg. Report numbers: 2015691-2020-11304, 2015691-2020-11307, and 2015691-2020-11308.

Manufacturer narrative:
Bibliography: holger thiele, m. T.-j. (2020). Comparison of newer generation self-expandable vs. Balloon-expandable valves in transcatheter aortic valve implantation: the randomized solve-tavi trial. European heart journal, 1-11. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented and written by edwards lifesciences in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that the mechanism described above may have contributed to the event. Other potential contributing factors are unknown as limited clinical information was provided in the article. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A multi-center study was published in a european journal article, ¿comparison of newer generation self-expandable vs. Balloon-expandable valves in transcatheter aortic valve implantation: the randomized solve-tavi trial". The study from april 2016 to april 2018 included 447 patients that were randomized and were assigned to either a self-expanding valve or balloon expanding valve implantation. Out of the total 447 patients included in the study, 222 patients received a balloon expandable (be) with the edwards sapien 3 valve. The following events occurred in the sapien 3 group during the study period: 17 patients had equal or greater than 20mmhg gradient (7 patients after one day at toe and 10 patients after one-month toe), 14 patients had major vascular complication,10 patients experienced a stroke,3 patients had moderate or severe prosthetic valve regurgitation, and 41 patients required a need for a permanent pacemaker. This complaint represents the 10 patients who experienced a stroke.